Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that she jumped into water while wearing the insulin pump, and it alarmed with a motor error after she had the pump underwater for about 30 seconds. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the pump exposure to fluid. The customer does not recall any significant events leading to the motor error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with corroded lcd board and corroded motor home switch during our visual inspection. The insulin pump also was received with unresponsive buttons due to corroded keypad traces. Unable to verify motor error alarm or battery out limit alarm due to unresponsive button; however the insulin pump powered up properly after battery installation. No blank display noted. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corner.